Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the footprint anchor broke upon insertion, the anchor snapped in half. All pieces were removed from the patient. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.